Event description:
Per independent repair center statement, the unit has low o2 or yellow light/alarming or red light. The key failure is the pe valve is leaking. Additional malfunctions are the pilot valve and the sieve bed o-ring are leaking, the fitting is cracked, and the clamp was installed.